Event description:
It was reported that there were pump reservoir volume discrepancies at the last two refill visits. At the earlier visit, the expected residual volume (erv) was 2.4cc; the actual residual volume (arv) was 18cc. At the most recent visit, the erv was 14.7cc; the arv was 20cc. The patient was experiencing increased pain. The pump was programmed to deliver compounded baclofen and demerol (concentration and dose were not reported). Additional information has been requested, a follow-up report will be submitted if additional information becomes available.